Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/low impedance: patient alert for oot subthreshold lead impedance (B)(6) 2012 02:15:02. Weekly pace impedance trend data shows a gradual decrease for max and min rv pace= 232 to 188 ohms minimum between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.